Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to have oxygen calibration issues. There was no patient involvement, and no harm or injury reported. It was reported by the customer that the device's fio2 sensors were not calibrating. On device testing, the customer's complaint was confirmed. The trilogy ev300 ventilator failed the fio2 sensor test (energized proximal pressure) and failed the fio2 calibration. This test verifies that the fio2 solenoid is able to open and the tubing that is connected to the fio2 sensor receptacle is not kinked or occluded. If the tubing was kinked, occluded, or the solenoid valve did not open, there would be no circulation of air and oxygen to pass across the fio2 sensor. The fio2 sensor is used for monitoring purposes only and does not affect therapy. It was additionally reported the ventilator had alerts in the event log. Event code e-80 was recorded indicating the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open. Additional error code e-84 was recorded indicating delivered oxygen concentration is not within fio2 setpoint +/- 10%. The oxygen blending module, 3-way solenoid valve and the system printed circuit board assembly were noted to require replacement to address these issues. Error code e-206 was also noted in the event log indicating the last battery (including the detachable direct current battery) is depleted and alternating current to the device is not connected. The internal lithium-ion battery was indicated to require replacement to address this issue. Additional findings not related to the malfunction/issue: the oxygen blending module harness was replaced due to having a damaged clip. The internal battery door had a broken locking peg. The fio2 in-line proximal filters were contaminated and require replacement.

Manufacturer narrative:
The reported failure of the trilogy ev300 ventilator's oxygen blending module is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported failure of the trilogy ev300 ventilator's battery to charge is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.